Event description:
It was reported that the device was broken or damaged. There was a sticky rod. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced tube drive, rear case, barrel clamp, sleeve drive, wiper seal, flange gripper, carriage block assembly, bottom plate carriage, small/large gear claw, right iui (inter-unit-interface) and lower housing. Plunger gripper recall action completed. Performed unit calibration. Based on the findings, service determined that the reported issue was due to mechanical failure of the tube drive arm syringe. Device history record a review of the device history record showed the device had a manufacture date of 17jul2013. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device was broken or damaged. There was a sticky rod. No additional information was provided. There was no patient involvement.